Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC fractured at 5cm during removal. Extended stay in ER. Pt arrived for a "simple" PICC line removal. Ended up with 38cm of retained catheter which per cxr was intact. Patient underwent fluro/ir procedure to remove the remaining catheter via access of the femoral vein. Patient tolerated well and was discharged to home with his spouse. No other information was provided.